Manufacturer narrative:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. The deflation was diagnosed through physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow and white material were observed within the device. White material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed creases on both views. A line of shell abrasion was observed within a crease on the anterior orientation tab, suggesting in-vivo folding or creasing of the device. A rent was discovered within a crease on the posterior view, measuring approximately 0.2 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent, creases and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow and white material observed. The device history record (DHR) for the lot number 265513 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 350cc and experienced deflation on the right breast implant. The deflation was diagnosed through physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Mentor received additional information indicating the device's lot number is 265513. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).